Manufacturer narrative:
H10: internal complaint reference: case-2024-00215796-1.

Event description:
It was reported that, during debridement surgery, one (1) versajet ii console stopped suctioning. There were air bubbles no matter how much they changed the IV bag and tried to get the air out, it did not work. The procedure was resumed, after a significant delay, using a s+n backup device. No further complications were reported as a consequence of this issue.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was returned for evaluation, visual inspection task was performed, and it was found that the cover is scratched. Functional evaluation was performed, and the device works as intended with no technical errors detected. All tests are completed. A review of the associated serial record showed that this serial device passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A review of complaint history did not reveal similar events for the listed product for the timeframe. No other complaints with the same serial number, as this is a unique serial device. A review concluded that there are no prior escalated actions related to this part number and failure mode. The risk management documentation for versajet ii has been reviewed to assess whether the alleged failure and associated harm has been anticipated. There are multiple sequences of events related to saline flow issues. No harm occurred as a result of these issues. No defects were found on the returned device; therefore, no factors that can contribute to the reported event can be delineated. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary. Corrected data: d9 & h3 (console returned for analysis).